Event description:
It was reported that during preparation of the 2.5x15mm xience xpedition stent delivery system (sds), the proximal shaft separated; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The shaft separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, the stent delivery system (sds) was returned with the stent implant missing from the loosely folded balloon. Follow-up information received from the account stated that the originally reported information was incorrect. Reportedly, although the shaft was separated, the stent implant had been successfully deployed in the target lesion with desired outcome.